Event description:
Procedure type: anastomosis. According to the reporter: an insufficiency occurred after anastomosis. There was unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The cause was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).